Event description:
Hemodialysis rn (registered nurse) was running dialysis when the extension on the dialysis catheter cracked then broke. It was immediately recognized and pressure was held. Session was stopped and catheter had to be replaced by the provider.